Event description:
Edema that presented at the perioral area and injection sites began 6 months post injection. The symptoms resolved 14 days after the onset of the condition.

Manufacturer narrative:
Additional data: b.5., b.6., g.1., h.6., h.8. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "acute sinusitis" is considered an unexpected adverse drug experience.

Manufacturer narrative:
Concomitant therapies: juvéderm ultra plus¿ xc. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reports that a patient was injected with 4 ml juvéderm¿ voluma¿ with lidocaine in t1, ck1, ck2, ck3, nl1, c1 and c2, 1 ml juvéderm ultra plus¿ xc in top model look and ck4 and 2 ml juvéderm¿ volift¿ with lidocaine in ck3 and upper lip. The patient started with upper airway, runny nose, nasal obstruction, nasal discharge and headache. Soon after, the patient presented periorbital edema and subsequently from all sites where the filler was present. Clinically, the patient presented acute sinusitis (deemed not device related); started treatment with levofloxacin for 10 days and prednisone 40mg for 5 days with progressive reduction of the 5mg dose every 5 days until the end of treatment after 5 days of use of the final 5mg. Patient was well without recurrence of edema. The patient was also treated with ciprofloxacin, meticorten and hirudoid gel. This is the same event and the same patient reported under MDR ID #3005113652-2019-00798 (allergan pr 2016025) and MDR ID #3005113652-2019-00800 (allergan pr 2018081). This MDR is being submitted for juvéderm¿ volift¿ with lidocaine.